Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had cerebral palsy with frequent falls. The patient presented to the hospital after "a recent fall with resultant migration of the device to the axilla area." It was noted this was painful to the patient. A pocket revision was made and the device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.